Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and the lot number was not provided, therefore , a review of the device history record could not be completed. Placeholder.

Event description:
Synthes canada reports an event as follows: patient underwent a tlif procedure and was implanted with a t-pal spacer - 11mm at l5-s1 on (B)(6) 2013. Surgeon reported that there was nothing remarkable about the case or anatomy. Surgeon noted a non-fusion and on (B)(6) 2013, performed revision surgery. The t-pal spacer was removed and replaced with a larger t-pal spacer - 13mm. Xia pedicle screws were used to support from the back at 4 levels (l3-s1). The device was discarded by the health care facility. This is report 1 of 1 for complaint (B)(6).